Manufacturer narrative:
The device was not available for return as it was reported to have been discarded at the hospital. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. The event was reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case, this explant at implant led to serious injury due to bleeding, need to repair the annulus with bovine pericardium, unstable hemodynamics & coagulopathy, extended bypass time, and need to leave the chest open & return to surgery the next day for closure. As the device was not returned for evaluation, the root cause of this event cannot be conclusively determined. However, it is likely that patient and procedural factors contributed to the event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 25mm pericardial mitral valve was explanted at implant as the surgeon did not like the functionality of the valve and the inferior strut did not pass securely into the left ventricle indicating that the valve was too big for the current annulus. The explanted device was replaced with another model 25mm pericardial mitral valve. Per obtained medical records, patient underwent mitral valve replacement with a 25mm mitral valve and tricuspid valve repair with a 28mm 4600 annuloplasty ring. The reason for the procedure was due to severe mitral stenosis, aortic insufficiency, and tricuspid regurgitation. The mitral valve was exposed and inspected. It was severely stenotic with heavy calcification present upon the anterior and posterior leaflet. The valve was sized to a 25mm pericardial valve. The valve was lowered into position and the sutures were tied. Initially it appeared that the valve seated well, however on further inspection it is noted that the inferior strut did not pass securely into the left ventricle indicating that the valve was too big for the current annulus. Therefore the valve sutures had to be removed all pledgets and suture were accounted for. In order to allow for 25mm pericardial valve to pass through the heavily calcified fused down posterior leaflet needed to be removed. The leaflet was excised along with a lot of heavy calcifications. During the process of placement of the initial valve there was a small tear in the posterior annulus. The posterior leaflet and the heavily calcified areas were removed and the posterior disruption was repaired with bovine pericardium. Again the annulus was sized at 25mm and the pericardial valve seated nicely this time. The mitral leaflets were free and moved nicely with filling of the left ventricle with saline. Due to significant post pump coagulopathy and hemodynamics the patient's chest was packed and the patient was sent to the cvicu with an open sternotomy having tolerated the procedure as well as could be expected. The patient was packed open with a covering wound vac overnight. Her bleeding stopped and her hemodynamics stabilized. She was brought back to the operating room for sternal washout and closure. At the time of chest closure, the tee showed that the left ventricle and mitral valve were functioning normal. There was some residual tricuspid regurgitation thought to be in the 1 + range. The patient tolerated well was transferred back to the cvicu intubated sedated and in stable condition. The patient was discharged home in stable condition on post sternotomy closure day nine (9).